Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that the same three teeth are crooked, but it does not seem like it will ever be straightened. Also, the patient indicated that the edges cut their cheeks and gums.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.